Event description:
This lead was implanted on (B)(6) 2008 and remains implanted at this time. Information received on 5/30/2013 when patient came for routine follow up. Undersensing on the atrial channel was identified in stored egm episodes. Due to patient being in af most of the time, we changed the mode to ddir. No adjustments were made to the atrial sensitivity. The physician was dr. (B)(6) at (B)(6) in (B)(6) , canada. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).